Manufacturer narrative:
The observed discrepancy is most likely due to the sample being a weak positive for the sars-cov-2 target that is at/near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Review of the provided data indicated that the alleged sample is a low titer sample. This would explain why wavering results were generated when the sample was repeated. As the same sample generated detected results on two separate analyzers, the analyzer is performing as expected. This is a sample-specific issue and the reagent is performing as expected. Reviewing the CT values and the curves generated, both results appear to be true positive results. The flu a result was a strong positive, which is why a positive result was generated upon repeat. The sars-cov-2 result however, generated a very delayed CT and the curve also showed delayed amplification, indicating that the result was a true positive but at the limit of detection. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample was tested on the cobas® liat® system (s/n (B)(4)) which initially generated a positive result for sars-cov-2, influenza a and a negative result for influenza b. The same sample was retested on a different cobas® liat® system (s/n (B)(4)) which yielded a positive result for influenza a and a negative result for sars-cov-2 and influenza b. The same sample was again tested on another cobas® liat® system (s/n (B)(4)) which yielded a positive result for influenza a and a negative result for sars-cov-2 nd influenza b. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.